Event description:
On 14-mar-2021, the following information was received by the patient: on 04-mar-2022, the nurse was informed the patient expired. The last time the nurse observed the patient was on (B)(6) 2022. No additional information was provided. Kci record review noted the following: on (b)6) 2022, the following information was provided to kci by the nurse: per the patient's sister, the patient reportedly passed away on (B)(6) 2022. The nurse last saw the patient on (B)(6) 2022 and placed the activ.a.c.¿ ion progress¿ remote therapy monitoring system on the patient. Kci records noted there was no data transmission on (B)(6) 2022. The nurse noted the patient was reportedly non-compliant and would remove the activ.a.c.¿ ion progress¿ remote therapy monitoring system frequently and is unaware of when the activ.a.c.¿ ion progress¿ remote therapy monitoring system was subsequently removed. The nursing supervisor documented v.a.c.® therapy was discontinued for right thigh medial wound on (B)(6) 2022 as outcome of therapy as therapy goal achieved - adequate granulation tissue formation. The home health nurse documented v.a.c.® therapy was discontinued for the right thigh lateral wound and right calf medial wound on (B)(6) 2022 as outcome of therapy as therapy goal not achieved - coverage criteria. Per review of online obituary records, the patient expired on 01-mar-2022. A device evaluation of the activ.a.c.¿ ion progress¿ remote therapy monitoring system is currently pending receipt of the device.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged patient expiration is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. Multiple unsuccessful attempts were made to obtain additional clinical information. The patient had multiple comorbidities that may be contributing factors in this event. The device evaluation is pending receipt of the device. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Precautions: the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area. Untreated or inadequately treated infection. Inadequate hemostasis of the incision. Cellulitis of the incision area.

Event description:
On (B)(6) 2022, the following information was received by the nurse: on (B)(6) 2022, the nurse was informed the patient expired. On (B)(6) 2021, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2021, the device was placed with the patient. Multiple unsuccessful attempts have been made to retrieve the device; therefore, a device evaluation could not be performed.

Manufacturer narrative:
MDR-3009897021-2022-00078 submitted on 13-apr-2022 noted the following: on (B)(6) 2021, the following information was received by the patient: on (B)(6) 2022, the nurse was informed the patient expired. Correction: on (B)(6) 2022, the following information was received by the nurse: on (B)(6) 2022, the nurse was informed the patient expired. H3: other (code unspecified, describe in h10): multiple unsuccessful attempts have been made to retrieve the device; therefore, a device evaluation could not be performed. Based on the corrections and the additional information provided regarding the device, kci's assessment remains the same; it cannot be determined that the alleged patient expiration is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The device passed quality control checks before placement, and a device evaluation after placement could not be performed.